Event description:
The customer contacted beckman coulter, inc. (Bec) to report erratic complete blood count (cbc) results for one (1) pt sample assayed on their coulter ac.t series analyzer. The customer reported that erroneous results were reported outside of the laboratory. The ordering physician questioned the high hemoglobin results and requested that the pt sample be sent to a reference laboratory for confirmation. There was no impact to pt treatment associated with this event. The customer reported that the results for quality control (qc) samples assayed both before and after the event had recovered within the laboratory's established ranges. The reference laboratory discovered that the pt sample contained blood clots. The reference laboratory was unable to generate valid results from the pt sample due to the presence of blood clots.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a reproducibility analysis and assayed quality controls on the analyzer. The root cause of this event was determined to be due to the presence of blood clots in the pt sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for additional reportable events.